Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During routine testing of the device at the svc ctr, the svc tech reported that the rear cover was cracked by the printer. Since the event occurred during routine testing, there was no pt involvement during the event.